Event description:
Caller reported an inform system 1 result of hi, which on the inform system indicates a result in excess of 600 mg/dl, and an inform system 2 result of 120 mg/dl within 10 minutes. Used the same vial of strips in both devices. Reported no adverse event relative to discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with pt identifier (B) (6) for report on inform system 2.